Event description:
A malfunction was reported with the pump, identified by malfunction code 16, and it could not be reset using the existing code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer agreed to use manual daily injections as backup therapy to maintain insulin delivery. Tandem technical support confirmed the shipping address and arranged for a replacement pump. The customer was instructed to return the faulty pump using a pre-paid label within ten days after putting it into storage mode, which they acknowledged understanding.